Manufacturer narrative:
D10 concomitant product: sig45axt, tri 2.0 sig45axt 45 xtra thk 15mm (lot#: n2d0415y). H3: evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the reload was eventually removed and damage was observed to the firing rod. The adapter was eventually disassembled and damage was observed to the peek nut. This instrument was forwarded to engineering for further evaluation of the observed damage to the peek nut and confirmed the peek nut had been shaved off on the firing screw. This damage can result from excess force applied with the manual retract tool, both in the field and during investigation when trying to remove the reload. The damage to the peek nut was not the root cause of the reported event but was an effect of troubleshooting. It was reported that the instrument locked on tissue and difficulty retracting the knife blade. The reported issues were confirmed. The most likely cause was not traced to the device. The evaluation detected an unreported condition: there were universal asynchronous receiver-transmitter (uart) errors and articulation calibration errors the most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Concomitant product: sigphandle - sig power sigphandle handle, lot# c23aae0328 sig45axt - tri 2.0 sig45axt 45 xtra thk 15mm, lot# unknown medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a video-assisted thoracoscopic lobectomy, during the cutting of the tumor in the lung parenchyma, the 45mm reload got blocked on the tissue after it was cut, and the knife did not move back and nor the reload jaws open despite the use of manual adapter tool and another new powered stapler. The surgical time was extended for more than 30 minutes, and incision was extended not more than one inch. The surgeon cut the tissue with a manual stapler and used a manual suture to resolve the case.